Event description:
It was reported that the inflation bulb was disconnected from the stopcock during pre-test. There was no patient harm pr adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned; one photo sample was provided in the complaint. The photo provided shows separation of the tubing coming from the bulb assembly to the luer that attaches to the stopcock. The lot number of the sample within the photo was unable to be verified on the assembly from the photo provided. Without product return, a cause cannot be identified. Training awareness was conducted for the solvent bond process in (B)(6) 2024 for all associates within affected manufacturing area. Additional complaints have been received for reported lot number about the reported problem during the lot history review.